Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient had a concomitant surgical procedure of septal myectomy through sternotomy. During the same procedure (on (B)(6) 2025) a cryoflex probe powered by a cryoconsole, and cardioblate lp clamps powered by a valleylab ft10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (lpv) was not achieved. It was performed and a left pulmonary vein tear was noted. This required a cardiopulmonary arrest for repair. Therefore, the surgeon was unable to test for an exit block. Right pulmonary vein (rpv) conduction block was achieved. On ((B)(6) 2025) the patient experienced an arrhythmia. There were several episodes of non-sustained ventricular tachycardia and frequent ventricular premature contractions (vpcs) were reported on the holter monitor. This was reported to the co-ordinator on 09-sept-2025 and was immediately reviewed by the pi (principal investigator). The patient was recommended to visit the referring cardiologist who reviewed the holter. The adverse event was deemed by the site as unlikely related to the study procedure, concomitant procedure and study device.